Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and was experiencing nausea. It was reported that the pt visited a hcp and was told that one of the leads was broken and needed to be replaced. There was no known accident or incident related. On (B)(6) 2010 it was reported that the device settings had changed potentially as a result of a wand being used on them when they went to the court house.